Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Inappropriate shock is a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that inappropriate shock is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock. Episode review noted oversensing of noise and low amplitudes. The intrinsic rhythm prior to the shock appeared to be sinus supraventricular tachycardia (svt) at approximately 180 bpm. The patient subsequently presented to the clinic and noise was re-created when the patient crossed his arm across his chest. Noise was observed in both primary and secondary vectors and was less noisy in secondary. Therefore, the device was reprogrammed from secondary back to primary. An exercise test was performed and boston scientific (bsc) technical services (ts) was contacted for advice. The bsc ts consultant agreed with the programming change that was performed and recommended to continue review of the remote monitoring counter data to determine if programming changes are required to improve classification of noise and avoid oversensing of myopotentials. The system remains in service and no adverse patient effects were reported. Additional information was received that further episode review was performed of the most recent transmission. The data showed good stability without any indication of oversensing and the presenting s-ECG looked good. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock. Episode review noted oversensing of noise and low amplitudes. The intrinsic rhythm prior to the shock appeared to be sinus supraventricular tachycardia (svt) at approximately 180 bpm. The patient subsequently presented to the clinic and noise was re-created when the patient crossed his arm across his chest. Noise was observed in both primary and secondary vectors and was less noisy in secondary. Therefore, the device was reprogrammed from secondary back to primary. An exercise test was performed and boston scientific (bsc) technical services (ts) was contacted for advice. The bsc ts consultant agreed with the programming change that was performed and recommended to continue review of the remote monitoring counter data to determine if programming changes are required to improve classification of noise and avoid oversensing of myopotentials. The system remains in service and no adverse patient effects were reported. Additional information was received that further episode review was performed of the most recent transmission. The data showed good stability without any indication of oversensing and the presenting s-ECG looked good. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock. Episode review noted oversensing of noise and low amplitudes. The intrinsic rhythm prior to the shock appeared to be sinus supraventricular tachycardia (svt) at approximately 180 bpm. The patient subsequently presented to the clinic and noise was re-created when the patient crossed his arm across his chest. Noise was observed in both primary and secondary vectors and was less noisy in secondary. Therefore, the device was reprogrammed from secondary back to primary. An exercise test was performed and boston scientific (bsc) technical services (ts) was contacted for advice. The bsc ts consultant agreed with the programming change that was performed and recommended to continue review of the remote monitoring counter data to determine if programming changes are required to improve classification of noise and avoid oversensing of myopotentials. The system remains in service and no adverse patient effects were reported.